Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same case as MFR report #: 2134265-2011-01544. It was reported that following a stenting treatment procedure, the patient experienced thrombosis and a myocardial infarction. The patient presented with acute coronary syndrome with positive troponin and was referred to cardiac catheterization. The index procedure was a staged procedure implanting four drug eluting stents. The first target lesion was a 80% stenosed lesion located in the proximal left anterior descending (lad) artery. Treatment utilized a direct stenting procedure and placed a 3.5x12mm taxus liberte stent resulting in 0% residual stenosis. The second lesion was a 80% stenosed lesion located in the mid lad. Treatment utilized a direct stenting procedure and placed a 3.0x16mm taxus liberte stent resulting in 0% residual stenosis. The third target lesion was a 90% stenosed lesion located in the 2nd diagonal branch. Treatment utilized a direct stenting procedure and placed a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. A staged procedure 12 days later treated the de novo, 90% stenosed lesion located in the 2nd obtuse marginal branch. Treatment placed a 2.5x14mm non bsc stent resulting in 0% residual stenosis. The next day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient was admitted to an outside hospital with complaints of chest pain, dyspnea and diaphoresis. EKG and cardiac isozymes confirmed st elevation myocardial infarction. The patient was immediately taken to the cath lab and thrombus was found located between the two non overlapping stents previously implanted in the proximal and mid lad. The area was pre-dilated with a 3.0x12mm non bsc balloon and a 3.0x18mm non bsc stent was implanted so that it bridged the two previously implanted stents. Post dilation was performed resulting in good effect. Ivus was performed noting no problem in the lcx artery. There was no problem noted in the 2nd diagonal branch. The patient reported taking plavix for only two months after the index procedure. Two days later the event outcome was reported as resolved and the patient was discharged. Per the physician, the event was listed as not related to the study stent.